Event description:
It was reported by the customer that during the annual survey, the physicist failed the unit stating the gantry was noisy / vibrating/skipping during the tomo sweep. A field engineer was dispatched to the site, investigate the vta, and found 3 broken screws. Vta and leadscrew were replaced. All pertinent calibrations were completed successfully. The system met the manufacturer´s specifications. No patient injury was reported. No other information is available.